Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was experiencing discomfort with the position of the device and with the "upraised" electrode under the skin. The lead and device were repositioned. The lead remains in use. The patient is a participant in the system longevitystudy. No further patient complications have been reported as a result of this event.